Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation, hypertrophic scarring, and baker¿s grade ii capsular contracture. As a result, the patient had the implant replaced with a mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2017.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation, hypertrophic scarring, and baker¿s grade ii capsular contracture. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint of rupture was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hypertrophic scarring may result from delayed/impaired wound healing. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).